Manufacturer narrative:
Patient information was unavailable from the site. Onsite investigation was preformed and the field representative was unable to replicate the reported event as the system's gantry door opened and closed as intended and without any issues after rebooting multiple times and cycling the gantry door multiple times. The site's radiologic technologist suspected that this was caused by the site staff not pushing the 'door open' button fully. The field representative reloaded the power control and the gantry motion controller firmware. No parts were returned or replaced and no further issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that, while in a procedure, the imaging system's gantry door would take 4 attempts of pressing the 'door open' button before it actually opened. There was no reported delay to the procedure due to this issue at the time of documenting it. There was no reported impact on patient outcome.

Manufacturer narrative:
Patient ID, age and gender provided. A medtronic representative reported that the issue occurred during the procedure. The reported issue occurred during a transforaminal lumbar interbody fusion (tlif). There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.